Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip of the serfas device became dislodged and remained inside the body. It has since been successfully removed. The electrode at the tip of the product had come loose.